Event description:
It was reported to boston scientific corporation that a wallflex fully covered esophageal stent was implanted during a stent placement procedure on (B)(6), 2011. According to the complainant, the patient had an esophageal stricture and fistula. The anatomy was not dilated prior to stent placement. The stent was implanted successfully on (B)(6), 2011. On (B)(6), 2011, it was noted that the stent had migrated distal to the stricture. In a subsequent procedure on (B)(6), 2011, the physician removed the migrated stent and placed another stent. The condition of the patient post-procedure was reported to be "good."

Manufacturer narrative:
(B)(4).the complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. If any further relevant information is identified, a supplemental medwatch will be filed.